Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. Vascular access was gained via the femoral artery. The 3.0x20mm, 90% stenosed, concentric and progressive target lesion was located in the non-calcified right coronary artery (rca). The lesion was predilated with an unspecified 2.5x10mm balloon, following balloon dilation the result was 60% stenosis. The physician than advanced the 3.0x20mm liberte stent but was unable to cross the lesion. The procedure was completed with a non-bsc 3.0x23mm stent. There were no patient complications reported and the patient status is stable. However; analysis revealed that stent was damaged.

Manufacturer narrative:
Device evaluated by manufacturer -an examination of the entire length of the device found no kinks. An examination of the crimped stent found that a stent strut was lifted at the distal edge of the stent and on the fifth row from the distal end of the stent. No other damage was visible. No issues existed with the tip section of the device .from the information available this device was used per the directions for use (dfu) / product label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).